Event description:
Adverse event(s): "interrupted procedure" (no code available). Product problem(s): "error message given" (device displays error message). A technician contacted the territory manager (tm) to report a message on the computer during surgery that said the surgery was aborted. The tm was able to help them continue with surgery. A review of the logfile showed a break in surgery at 58% due to opm (pupil out of range). This was most likely the cause of the message on the computer if the customer did not acknowledge the message from the laser system. The tm was also able to verify in the log files that the surgery was completed 100%. This was confirmed by the technician. Current outcome of the pt is unknown. Additional info is being sought.

Manufacturer narrative:
(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).